Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a software error and another pump error. The customer¿s blood glucose level was 280 mg/dl. Troubleshooting was performed. The pump error did not occur during the rewind/load/reservoir/ fill tubing process. They were advised to program a normal bolus into the air. The bolus amount was recorded in the daily history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Pump was returned for pump error. Format history file analysis confirmed pump error due to software error. Unit received cracked retainer, minor scratched display window and scratched case.